Event description:
The lay user/patient contacted lifescan alleging the meter is broken. The reporter was unable to specify the issue further. The meter was not available at the time of call and the issue was not resolved with troubleshooting. There were no allegations of harm or injury.